Manufacturer narrative:
Complaint no: (B)(4). This lot was manufactured from april 30, 2014 to may 1, 2014. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This occurred during infusion of fluorouracil. The customer stated that the device flowed normally when disconnected. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.